Manufacturer narrative:
Exact date unknown, event occurred six months ago from the date the manufacturer was made aware.

Event description:
It was reported that patients ipg was taking longer to get fully charged. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.